Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for e-5 error code. A friend is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced test result of hi using meter. The customer did not disclose their expected blood glucose test result range. Customer initially was not using the proper testing technique and was alcohol on finger. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 11/30/2020 and test strips were opened one to two weeks ago. The meter memory was not reviewed for previous test result history. Customer stated that he will take his insulin since he had not yet done so and no further assistance was needed.

Manufacturer narrative:
Sections with additional information as of 08-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.